Event description:
It was reported prior to the procedure, the right atrial (ra) lead exhibited oversensing of noise leading to noise reversion and inappropriate mode switch. The noise over-sensing was also noted to cause pacing inhibition. The procedure was rescheduled due to the patient was totally occluded. The patient was stable throughout.

Manufacturer narrative:
The reported event of noise was not confirmed. A partial lead was returned in two pieces. Electrical testing found an internal short between conductor paths consistent with procedural damage. Visual and x-ray inspections of the partial lead did not find any anomalies.

Event description:
New information noted that the right atrial (ra) lead was explanted and replaced on (B)(6) 2022. The patient status throughout the procedure was unknown.

Manufacturer narrative:
Further information was requested but not received.